Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicate. The ups was standalone tested and found to have blown field-effect transistors (fet's). Analysis found that the reported event was related to an electrical issue. The battery was also returned to the manufacturer for analysis. Analysis found that the battery was depleted upon return. Because the ups was found to have blown fet's, the battery was drained and not able to charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and battery for the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unable to start up. It was noted that the output voltage on the navigation system was not stable and that the system battery would not charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.